Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08285. Reference MFR report#1627487-2015-08286. The patient reported ineffective therapy regardless of increasing the amplitude. Reportedly, x-rays were taken and results revealed the leads have disconnected from the ipg. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 3: reference MFR report#1627487-08285, reference MFR report#1627487-08286. Follow-up identified surgical intervention was undertaken on (B)(6) 2015. During the procedure, the ipg was explanted and replaced. However, the proximal contacts were found to be broken off both leads as well as impedance readings tested high on multiple contacts. The original leads were placed in the new ipg at which time impedance values continued to display high readings. Partial coverage was noted postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 reference MFR report #: 1627487-08285 and 1627487-08286 follow-up revealed the patient's leads were explanted and replaced. The issue has been resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.